Event description:
The customer reported that the device failed to power up using this battery. The battery was charged for over two hours and did not charge.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up using this battery. The battery was charged for over two hours and did not change. A philips field service engineer confirmed the problem. The battery was found to be the cause of the failure. The battery was found to be three years old. Given that the battery is beyond its expected useful life of two years we are not considering this to be a malfunction. Labeling explains expected battery life and detection of batteries used beyond their expected life.